Event description:
Oxygen tank on crash cart malfunctioned for use with code blue. Gauge on o2 tank read "full" valve was "open" and the oxygen dial for selecting liters/min was fully turned up to the max (15l/m). However, no oxygen flowed from regulator of tank. Multiple attempts were made to reopen and close valve and liters/min to try to open the oxygen tank with no success.